Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
The physician reported a lead positioning/advancement issue relative to the subject lead. Specifically, it was reported that the lead tip was stuck around the distal end of adelante sheath (7fr), even when extracted from the patient. The lead was eventually advanced and positioned utilizing another brand of sheath.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a lead positioning/advancement issue relative to the subject lead. Specifically, it was reported that the lead tip was stuck around the distal end of adelante sheath (7fr), even when extracted from the patient. The lead was eventually advanced and positioned utilizing another brand of sheath.